Event description:
A falsely elevated troponin I result of 8.48 ng/ml was obtained during a sequential sampling protocol. The falsely elevated result was reported to the physician. The same sample was tested on the same instrument and results of 0.04 was obtained. Although a stress tested was prescribed as a result of the falsely elevated troponin I result, there was no report of adverse health consequences to the pt. The cause for the falsely elevated troponin I is unknown.